Manufacturer narrative:
Device evaluation: device blades successfully actuated 0 out of 10 attempts in the straight configuration and 0 out of 10 attempts in the bent configuration. Blades in tip appear to be off center. Pin on handle appears to be worn. Even when disassembled, drive shaft does not rotate. Barrel does not freely rotate within sleeve. Wear seen on cam sleeve along track that pin travels. Chunk missing within the drive barrel. Excess forward force used on device caused pin and barrel wear. Even after device/shaft was soaked over several days, device still showed zero degrees of rotation in either direction.

Event description:
Lead extraction procedure commenced with physician using a 14f glidelight device, an lld and a 13f tightrail device. The physician began with the glidelight device but could not make progress within the svc region, so switched to the tightrail. The tightrail also failed progression at the same area in the svc. After several trigger pulls, the 13f tightrail became stuck on the lesion, and even with significant pull force and countertraction it would not dislodge from the lead. The physician then twisted the entire tightrail shaft while pulling and eventually the tightrail came off. Case was completed using an outer sheath after a second tightrail also got stuck while on the distal coil and lodged on the lead. There was no patient injury; however this report is being filed due to potential for serious injury or death if this were to recur.